Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited out of range pacing impedance measurements on the atrial channel. Additionally, a signal artifact monitor event had been generated. The atrial channel output was decreased in unipolar configuration. No adverse patient effects were reported. Additional information was received that this patient had been experiencing stimulation located in the area of the device. The patient was brought into the clinic and noise was reproduced during isometrics. A boston scientific technical services consultant extensively discussed the potential explanations for the clinical observations and recommended troubleshooting. The boston scientific sales representative confirmed that the clinical observations were resolved with the reprogramming that was previously performed. It was noted that this physician this physician implanted the patient's leads in an off label manner. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited out of range pacing impedance measurements on the atrial channel. Additionally, a signal artifact monitor event had been generated. The atrial channel output was decreased in unipolar configuration. No adverse patient effects were reported.